Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity in both eyes (ou) at a 1 month post-operative exam. A brief description from the surgery center indicated ocular health signs are unremarkable and that the patient was very photophobic. Topical steroids was increased. Restarted pred forte (pf) 1% taper ou. The patient's comments were that he is happy, however, still feels very light sensitive even with glasses on. Bcva from (B)(6) 2016: right eye pre-op 20/20 -4.25 x .00 x 90, left eye pre-op 20/20 -3.50 x -.75 x 91.